Event description:
It was reported that during use with bd intima¿-ii IV catheter the needle was discovered to have gone through the needle cover. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2023, when the patient was punctured for infusion, it was found that the needle core of the indwelling needle had penetrated the needle cap, and the indwelling needle was replaced immediately.

Manufacturer narrative:
H6: investigation summary in response to the event reported a device history review was conducted for lot number 3016095. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima¿-ii IV catheter the needle was discovered to have gone through the needle cover. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the patient was punctured for infusion, it was found that the needle core of the indwelling needle had penetrated the needle cap, and the indwelling needle was replaced immediately.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.